Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the pacemaker exhibited undersensing. No programming changes made were reported. The patient status was unknown.